Manufacturer narrative:
This event was reported to have occurred on an unspecified date in (B)(6) 2017. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a particle on the port of three (3) vented micro-volume inlets. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Three (3) samples were returned and evaluations are complete. Visual inspections were performed and noted foreign material on the dispensing pin of one of the samples. The reported condition was verified for this sample. The cause of the condition could not be determined. No defects or particulate matter were observed on the other two samples. The reported condition was not verified for these two samples. Should additional relevant information become available, a supplemental report will be submitted.